Event description:
Note: this report pertains to one of three devices, two spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access and delivery catheters and a spy ds controller were attempted for use in the duodenum and biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the physician turned on the controller and connected the scope. The controller failed to recognize the scope. A second spyscope was plugged in and the controller failed to recognize it. The procedure was not able to be completed as a result of this event. It was rescheduled and completed with a spy ds controller and spyscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2(additional information): sections b5 (describe event or problem) and e1(initial reporter address 1) were updated based on additional information received on december 31, 2025. Block h2 (correction): section g1 manufacturing site address corrected. Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: investigation results the complaint device was not returned; therefore, product analysis could not be performed. As a result, and due to insufficient evidence, the reported event cannot be confirmed. A risk review of the spyscope ds ii device verified that the event category cancelled/rescheduled - post sedation/sedation unknown is defined within the risk documentation and properly recorded in the prr. This event type was considered during the products risk analysis to ensure an acceptable risk-benefit profile. The evaluation includes both the severity and frequency of risks, and the overall residual risk of the spyscope ds ii device is considered acceptable. Based on the available information, a probable root cause for the reported issue cannot be determined due to the lack of evidence. Because the product was not returned for analysis, it was not possible to assess for potential defects. Without a thorough evaluation of the device, no contributing factors to the event can be conclusively identified. The impact code cancelled/rescheduled - post sedation/sedation unknown will be addressed as adverse event related to procedure since the event was not completed due to the conditions faced during the procedure. All compiled information on this investigation determines that the most probable cause is cause not established.

Manufacturer narrative:
Block h2(additional information): sections b5 (describe event or problem) and e1(initial reporter address 1) were updated based on additional information received on december 31, 2025. Block h2 (correction): section g1 manufacturing site address corrected. Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of three devices, two spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access and delivery catheters and a spy ds controller were attempted for use in the duodenum and biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the physician turned on the controller and connected the scope. The controller failed to recognize the scope. A second spyscope was plugged in and the controller failed to recognize it. The procedure was not able to be completed as a result of this event. It was rescheduled and completed with a spy ds controller and spyscope. There were no patient complications reported as a result of this event. ***additional information received on december 31, 2025*** they used the same spy ds controller on the rescheduled procedure.

Event description:
Note: this report pertains to one of three devices, two spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access and delivery catheters and a spy ds controller were attempted for use in the duodenum and biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the physician turned on the controller and connected the scope. The controller failed to recognize the scope. A second spyscope was plugged in and the controller failed to recognize it. The procedure was not able to be completed as a result of this event. It was rescheduled and completed with a spy ds controller and spyscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.